Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture: not observed. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease is observed. ¿ deformation is observed. ¿ wear abrasion is observed.

Event description:
Healthcare professional reported "increasing hypermetabolic activity of a few right internal mammary nodules". Healthcare professional reported via sus voluntary event report "suspected rupture" and "device malfunction-that is, the device did not do what it was supposed to do." The device has been explanted and replaced.

Event description:
Healthcare professional reported via sus voluntary event report "suspected rupture" and "device malfunction-that is, the device did not do what it was supposed to do."

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported "increasing hypermetabolic activity of a few right internal mammary nodules". The device has been explanted and replaced.